Event description:
It was reported that the patient developed an infection at the ipg site wherein the wound was still open and the hole was getting bigger. It was noted that the wound at the ipg site was never fully healed. The physician believed that the infection was device and procedure related. Antibiotics were prescribed. The patients wound was cleaned out and the ipg was moved and replaced. The patient was doing well postoperatively. The explanted ipg was discarded.